Event description:
The hosp reported that during the coronary artery bypass graft surgery, the seal did not deploy. The hosp did not report any add'l info. No pt complications were reported by the hosp.